Event description:
The customer was hospitalized for low bgs. It was informed that the customer had seizures. Troubleshooting was performed. The programming and histories on the pump were accurate. Suggested that the customer call their dr to discuss possible causes of low bgs.